Event description:
The report received indicated that during pre-dilatation of the right coronary artery (rca), a 15 x 2.00 empira rx ptca catheter balloon would not deflate after inflation. This caused the unknown guide catheter to get sucked deep into the coronary artery causing dissection of the origin. Stent placement along the artery was conducted to fix the dissection. The physician stated that there was not too much dye in the balloon. The device will be returned for analysis. The procedure was delayed by 30 minutes. Since the origin and proximal area of the rca was dissected the physician had to place stents from the origin to mid rca. Additional information has been requested.